Event description:
It was reported that the patient called after finishing the course of keflex antibiotics and stated that there was a bump on the gum near the implant at tooth location #29 and wanted the implant removed. The implant was removed due to numerous issues associated with infection.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.